Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt complained of heating at her ipg site with stimulation on. X-rays did not show any changes in lead placement at the ipg site. F/u indicated the sjm rep will attempt reprogramming to address the issue. No further info is available at this time.